Manufacturer narrative:
Report source: unknown. The shoes were returned to the manufacturer for evaluation. A hard piece of material was identified under the roof of the shoe which is exposed and could press onto the customer's foot when in use.

Event description:
It was reported that the patient had a wound on the top of his toes that was allegedly associated with use of the shoes. An unspecified medication was provided for treatment thereof. No further information is currently available.